Event description:
Unsolicited: per cnss the pt reported contaminated supplies. Pt states she opened her supplies today and there was a sealed box of 10 cassettes. When she opened the box, all the cassettes were partially opened and were missing the red cap. She proceeded to unbox the rest of her supplies and (2) 50cc syringes were sealed and there was hair sealed in with the syringe(s). Lot number and expiration of cassettes and syringe's lot unknown. Photographs were not provided. Pump return tracking information is not available and not applicable to event. No alarm was related to event this is a continuous infusion. Set flow rate and volume delivered are unknown and not related to event. Product fault did not occur in use with pt. Product issue did not cause or contribute to pt or clinical injury. Cassettes available for return. Unknown if syringes are available for return. Pharmacy in progress of replacing. Pt had backup cassettes to use. Pt able to successfully continue their infusion. Infusion is life-sustaining. No missed doses or adverse events reported. Outcome: resolved, supplies being replaced. No further info. Reported to (B)(6) by health professional. Ref reports: mw5153860, mw5153866.